Event description:
The consumer reported the first implantable neurostimulator (ins) kept moving around and was causing her pain. The patient was not able to charge or use the patient programmer to connect to the implant. Poor communication on the patient programmer was noted. The patient had the ins replaced. The patient had a revision surgery. The manufacturer's representative was at the replacement surgery and could not connect with her equipment. It was noted the patient did not like surgeries since she experienced pain from them. The patient reported she was in pain from the surgeries and the pain from the surgeries had resolved. Relevant medical history included non-malignant pain and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the physician stated the pocket was too deep and the ins was tilted which cause poor communication with the recharger. It was noted that the patient didn¿t like the ¿hassle¿ of charging so the physician revised the pocket and implant a new prime cell (non-rechargeable) model ins. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.